Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device will not be returned as it remains implanted. A device history record review is in progress. Additional information is being requested but has not been received.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(4) 2011, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(4) 2011 through follow up with the health care provider, a clarification of the original report was received. The surgeon states he "used the valve but don't really need the roots hence he chopped it off. The valve was fine, patient was well. He said he just wanted you to know that this thing happens." There was no allegation of a product malfunction nor was there an injury to the patient. Therefore, this is no longer reportable. This event was reported in error.

Event description:
It was reported via email: "on the (B)(6), [surgeon], used a prima plus valve with the a tiny hole on the root, he trimmed it and used on the patient. According to [surgeon], the patient was well , extubated the following day. No additional information regarding the event or the patient was made available.

Event description:
On (B)(6) 2011, our sales rep received clarification from the health care provider that there was no issue with the device as previously reported. The surgeon "trimmed" the device to better fit the patient and the response stated "don't really need the roots hence he chopped it off. The valve was fine, patient was well." His original report was for information purposes only and was not a complaint or a report of a product malfunction.